Manufacturer narrative:
This report is submitted august 26, 2019.

Manufacturer narrative:
This report is submitted on may 17, 2019.

Event description:
Per the clinic, the patient experienced facial nerve stimulation on 3 electrodes with high surrounding noise. The device was explanted on an unknown date. It is unknown if the patient was re-implanted with another device.